Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician experienced a radial burst which occurred during balloon dilatation. Sfa presented calcified stenosis with occlusion in popliteal artery. Ata presented multiple stenosis. Atp was occluded. Burst occurred above rbp (more than 20 bar) at the second inflation, in the tibial ostium in-stent restenosis. Balloon burst above rated burst pressure (over 20 atms) on the second inflation. Burst occurred at the tibial ostium in an in-stent restenosis. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.